Manufacturer narrative:
As per service report analysis of product ID: 9560524 and lot #: my19a001r confirmed that the threads of the handle and handle screw were worn and the cause was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via service and repair facility regarding a patient who undergone spinal therapy with pre-op diagnosis of lcs. It was reported that during intra-op it cannot turn the handle. Product come in contact with the patient. There was no impact to patient and no patient symptoms/complication as result of this event. No further complications were reported.